Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Failure analysis further indicated that the synchroseal instrument cut electrode was dislodged from its original position and found stuck onto the blue spring pad in the jaw. The electrode was detached and sterilized, and thermal damage was observed. No further testing was performed due to the condition of the instrument. Isi followed up with the initial reporter and obtained the following additional information: there was no fragment that fell inside the patient¿s anatomy.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the synchroseal instrument cut electrode had scratches and cracks. Use of the instrument was discontinued and a backup was used. The user continued the procedure with no reported injury. No fragment fell inside the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the synchroseal instrument for failure analysis. Inspection found thermal damage and detachment on the cut electrode causing it to become stuck to the blue spring pad on the opposite side of the jaw. The instrument was unable to be tested for energy delivery due to the cord being returned cut. The instrument passed ceramic dot test but failed electric continuity test. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.